Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, undersensing, reproducible noise, myopotential oversensing and numerous mode switches. It was also reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter measurements. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.